Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the hanger assembly was broken and also noted that the ventricular connector was broken and the keypad window was scratched. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's hanger assembly was broken. The generator was returned for service as well as a requested test and calibration procedure. No patient complications have been reported as a result of this event. It was further reported that the generator tested out of specification during manufacturer's analysis.